Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level over 350 mg/dl. Caller stated that she treated with the insulin pump, but her blood glucose level did not go down. The customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 178 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.